Event description:
It was reported that prior to a scheduled filter retrieval, it was identified that a filter arm and a leg had detached. The filter and detached limbs were successfully retrieved. There was no reported injury to the asymptomatic patient. The filter had an indwell time of 505 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned, the evaluation is currently underway.